Event description:
It was reported that a newly implanted patient was having blindness. The site believed it to be partial blindness, but they were unable to identify the source. The ventricular assist device coordinator team was looking for a visually impaired ambassador. A computed tomography (CT) scan was performed which was negative for stroke. The site intended to continue post operation management to treat the event. The patient was noted to have been intubated and sedated, before going into septic shock caused by respiratory pneumonia. The patient also experienced kidney failure and respiratory failure. The site withdrew care and the patient passed away on (B)(6) 2025 due to the septic shock. The pump functioned as intended. The death was not considered to be device related.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The pump was not explanted and will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev d, and the heartmate 3 lvas patient handbook rev a, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death, sepsis, neurological events (not stroke related), respiratory failure, and renal dysfunction. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. Although sepsis was reported by the account, several sections of the heartmate 3 lvas IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.